Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that magnesium 4 grams was started on the left channel following a code and an unintentional bolus of magnesium was administered to the patient. The patient complained of flushing and being hot post event. The patient was monitored without any changes in vital signs. The device was replaced. There was no long-term patient harm. The facility¿s biomed evaluated the device and identified a motor stall error 242.4030 occurred. No other errors were identified.